Event description:
This is a report of a home patient (hp) that acquired peritonitis, coincident with peritoneal dialysis (pd) therapy. The treatment rendered for the event was not reported and the hp was not hospitalized. The hp has recovered from the peritonits event. No additional information is available at this time. The patient was born in 1964.

Manufacturer narrative:
(B)(4). A sample was not requested as was no allegation of a product malfunction. This report was confirmed, as there was a report of a breach in aseptic technique. The cause was determined to be a use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.